Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead could not be fixed properly in the heart and was therefore replaced. There were no adverse events and the procedure went smoothly.